Event description:
Healthcare professional (hcp) reported pt was receiving hemodialysis on baxter sps 550 device. Hcp noticed within the first hour of treatment, device was removing ultrafiltrate too fast. Hcp administered normal saline and decreased goal weight to be removed. Hcp reported pt did not exhibit any adverse signs or symptoms during treatment and ended treatment 0.3 kg below desired dry weight. Additional details were requested but hcp could not locate the run sheet; therefore, actual pt weight, goal weight to be removed, and treatment parameters were not available.